Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported from norway that the attachment device was getting warm during use. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
H10: depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: h4: please note that the incorrect date of manufacture (dom) (december 16, 2010) was inadvertently entered into the initial medwatch report. Upon further investigation the correct dom (january 10, 2011) has been obtained and entered in the section d4 (UDI) and h4 of this supplemental medwatch report. D4: serial number: the device serial number was documented as 11725 in the initial medwatch report. This has been updated to 11795. The UDI has been updated accordingly. D4: UDI - (B)(4). Device evaluation: the actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device was getting warm during use was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was jammed/seized, the coupling was worn, and the mechanics of the device were damaged. It was further determined that the device failed pretest for check the function of the positioning ring. The assignable root cause of these conditions was determined to be traced to maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.